Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler could not be closed after reloading the handle to fire the lung tissue. Replace the handle to resolve the issue. There was no patient injury.